Manufacturer narrative:
If explanted; give date: not applicable; however, a planned explant has been reported. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had night time glare and reading issues post cataract surgery; therefore, the intraocular lens from the left eye (os) was explanted. The lens from the right eye (od) will also be explanted; however, the date has not been scheduled. Visual acuity pre-op (pre-initial implant): od:20/40-2cc, os:20/25-2cc. Visual acuity post-op (post-initial implant): od: 20/30sc, os: 20/20-2sc. No additional information was provided to abbott medical optics. Note: two MDR¿s will be submitted, one for each affected eye. This report pertains to the right eye.

Manufacturer narrative:
If implanted; give date: (B)(6) 2016. If explanted; give date: (B)(6) 2018. Description of event (additional information): patient was doing well at the time of discharged. No vitrectomy, suture, and prescription provided by the doctor outside the normal post-operative treatment. Replacement lens for right eye: za9003, 20.0, sn (B)(4). Both eyes had incision enlargements. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.